Event description:
It was reported that on power on the cardiosave intra-aortic balloon pump (iabp) had an internal communication failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. When checking the logs he found error codes 78, 118, 112, and 111. The fse replaced the curly cord on the back plane cable, and also the pressure regulator muffler that were observed to be damaged. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), e2, e3, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10.